Event description:
The user site reported that during a selenia dimensions mammography systems, 3d procedure on (B)(6) 2025, the angle of the c-arm would not stop at the set 45 degrees and continued moving on its own. The user site reported that this issue was observed two days prior. No user or patient injury was reported. A hologic field service engineer (fse) was dispatched to assess the device and discovered that the issue came from the c-arm switches. The fse replaced the switches and tested the new switches. The fse verified that the system is now operating according to manufacturer specifications. No further information is currently available.